Event description:
Dentist noted that during occlusal adjustment on right side, patient complained of heat burn. Dentist noted 2nd degree burn "dime" size on the right inside cheek. Dentist noted recommended treatment of salt water rinses and followed up by phone to check on patient.